Event description:
It was reported that the artificial urinary sphincter worked initially and then the patient started leaking again. The physician scoped the patient and realized the device was not fully closing and most likely needed a tighter cuff. The cuff was replaced and went from 4.5cm down to 4cm. No patient complications were reported.